Event description:
A medication concentration change was conducted without a bridge bolus. The pt was being monitored within a hospital. The medication was changed from a concentration of 2000 mcg/ml, to a concentration of 750 mcg/ml. The dose rate was 750 mg/day. The catheter was aspirated, and the catheter volume was noted as 0.277 ml. The physician changed the programmer to reflect the 750 mcg/ml with 750 mg/day, and was aware of 2000 mcg/ml being in the internal pump tubing. The type of medication being administered via the pump, in addition to the pt's outcome was not reported. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).